Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had prime anomaly. It was reported that there was air gap between the piston and reservoir. The customer's blood glucose was 106 mg/dl at the time of incident. The reservoir will not be returned for analysis.